Event description:
Caller states, the inform base unit is "scorched". The meter presents signs of burning/melting. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).